Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the superficial femoral artery. As the 10mmx4.00mm wolverine coronary cutting balloon monorail was being introduced, the device came apart with the inflation lumen section separating at the monorail section. The device was removed by pulling back the guide and the procedure completed with a different device no patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located approximately 900mm distal of the strain relief. The hypotube was also noted to be kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and tactile examination identified that the shaft polymer extrusion was severely kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the complaint incident. A visual examination identified that the balloon was subjected to positive pressure. It is not known when the device was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the superficial femoral artery. As the 10mmx4.00mm wolverine coronary cutting balloon monorail was being introduced, the device came apart with the inflation lumen section separating at the monorail section. The device was removed by pulling back the guide and the procedure completed with a different device no patient complications were reported and the patient's status is fine.